Event description:
It was reported, the patient had not used his scs system for the past year. Reprogramming was able to provide effective stimulation converge; however, the patient stated he still did not want the system. The patient's system was removed.

Manufacturer narrative:
Results: as received, the ipg functioned and communicated with all lab utilities. It drew idle current within specification and accepted charge using a lab charger. This was an elective removal. There was no alleged device failure to meet specifications. The event cannot be confirmed through product analysis testing. Correction: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.